Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon ruptures are an inherent risk of using this product. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
The catheter was used to remove blood clots near the shunt area. When the balloon was inflated in the vessel, it ruptured. Another catheter was quickly prepared, and the procedure was successfully completed using it. No injury was reported to the patient.